Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unk. No further info is available at this time.

Manufacturer narrative:
Update: (B)(6) 2013 - asr/supplemental information received. Dob, doi and dor have been updated. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or a review of device history records were not possible as the necessary product/lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard eval.) Further analysis will be documented in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, inability to walk, unnecessary and additional surgery. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.